Manufacturer narrative:
Upon follow-up, customer indicated that none of the patient's information was available. The date of event is unknown.

Event description:
Customer reported that the v60 unit has an error code message of machine and proximal pressure sensors failed. Customer reported that the unit was in clinical use at the time of the reported issue was discovered; however, there was no patient harm.